Event description:
This spontaneous case describes the occurrence of abdominal pain ('abdominal pain/pain in the belly') and ovulation pain ('pain between ovulation') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), ovulation pain (seriousness criterion hospitalization) and dyspareunia ("discomfort in sexual relations"). The patient was treated with surgery (a hysterectomy, salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, ovulation pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and ovulation pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of abdominal pain ('abdominal pain/pain in the belly') and ovulation pain ('pain between ovulation') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), ovulation pain (seriousness criterion hospitalization) and dyspareunia ("discomfort in sexual relations"). The patient was treated with surgery (a hysterectomy, salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, ovulation pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia and ovulation pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.